Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was thermally damaged. The cause of the inability to charge the battery packs is the damaged transistor. The root cause of the thermally damaged component cannot be positively identified. No adverse event resulted from the damaged component.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.